Manufacturer narrative:
Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3.2%. The patient stated she has antiphospholipid antibody (apa) syndrome. Per product labeling, this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 9:54 a.m., a sample from this patient was tested using the meter, resulting with a value of 64.0 sec. The units of measure were set incorrectly on the meter as sec. The unit setting on the meter was changed to inr and when checking the meter's patient result memory, the value of 64.0 sec was actually 5.3 inr. This value was reported to the patient's clinic. At 12:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.5 inr. This value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The meter has not been cleaned before. The patient is slightly anemic, with a hematocrit around 36 %. The patient has antiphospholipid antibodies (lupus). The patient had bruising, but did not seek medical treatment. The patient's product was requested for investigation and replacement product was sent to the patient.